Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported iol positioned incorrectly in the eye; posterior capsule rupture/tear and iol removal during the initial procedure. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure the lens would not sit in the eye. There was a pc rupture and the lens was removed during the initial procedure. Surgery was completed with a new lens. Additional information was requested.